Event description:
A pump malfunction was reported by the customer. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. The customer attempted to manage the high blood glucose by drinking water, as they did not have any other insulin delivery method available. Technical support provided information over the phone for resetting the pump since the customer did not have the charger needed for a reset. After following the guidance, the pump was successfully reset with no recurrence of the malfunction code. The customer was informed to continue using the pump and advised to contact support if the issue occurred again. There was no additional information regarding any further adverse impact on the customer's health.